Event description:
Caller reported active s system blood glucose result of 268 mg/dl at 9:30 am. She had no symptoms of hyperglycemia, took 8 units of novolog. Tested again at 12:43 pm, result was 247 mg/dl. She had no symptoms of hyperglycemia, took 8 units of novolog at 1:15 pm. Ate lunch at 1:30 pm, then took a nap. She reported a blood glucose result of 90 mg/dl at 4:00 pm, had symptoms of hypoglycemia; was sweaty, jittery, and confused. Daughter called 911 at 4:05 pm. Paramedics arrived at house at 4:10 pm, tested her blood glucose on their meter as 41 mg/dl at 4:20 pm. Paramedic tested customer on her active s, result was 89 mg/dl at 4:21 pm. Paramedic gave customer peppermint candy and some food to eat. Paramedics meter result was 89 mg/dl at 5:20 pm. A request was made for the return of the meter and strips, replacement sent.